Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (0012779394); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, during deployment, the valve dislodged into the a scending aorta. As a result, the valve was recaptured and re-positioned. As the valve was re-positioned, an infold was observed. Subsequently, the valve was withdrawn from the patient.  A new valve was loaded into a new delivery catheter system and successfully implanted in the patient. There was a procedural delay. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, during deployment, the valve dislodged into the ascending aorta. As a result, the valve was recaptured and re-positioned. As the valve was re-positioned, an infold was observed. Subsequently, the valve was withdrawn from the patient.  A new valve was loaded into a new delivery catheter system and successfully implanted in the patient. There was a procedural delay. No patient complications have been reported as a result of this event. Additional information was received that a pre-implant balloon dilation was not performed and a non-medtronic (safari) guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.